Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The image issue was unable to be duplicated. The device evaluation found the bending section cover was cracked and two labels were not properly affixed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis exera ii ultrasonic bronchofibervideoscope had image noise. Issue was found during an endobronchial ultrasound procedure. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.